Event description:
It was reported the patient received the following results within 15 minutes: 11.5 mmol/l (system 1) and hi mmol/l (> 33.3 mmol/l, system 2). Readings occurred with the same vial of test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.